Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they do not normally sleep on their left side but they woke up on their left side and noticed some "buzzing" feelings in their chest and they were concerned they might be feeling "something like a lead came loose." The right ventricular (rv) lead remains in use. Follow up information was received and stated that the patient is fatigued and on sotalol. The patient's implantable cardioverter defibrillator (ICD) falsely detected ventricular tachycardia (vt), it was supra ventricular tachycardia (svt) that was falling into the vt zone. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.